Event description:
While attempting to defibrillate a patient, the device powered off prior to discharge. Complainant indicated that the clinician was able to obtain another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the facility's biomedical department was unable to duplicate the reported malfunction.